Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a "hole in the outer hole"; however the reporter was unsure how it got there. The event was not related to surgery. No injuries or medical intervention were reported. There was no additional info provided.